Event description:
Report received from the USA stating that the device experienced an "error message on console". The device was not used during a surgical procedure. It was unknown if any user or patient injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device passed the pre-repair diagnostic assessment in regards to the reported condition. Ref: (B)(4).